Event description:
A malfunction was reported on the customer's pump, identified with a specific malfunction code. The impact on the customer's blood glucose level is unknown, as the customer declined to provide that information. After guidance from technical support, the customer was able to successfully reset the pump and was instructed to continue using it. The customer was advised to call back if the malfunction code reappeared, and they acknowledged understanding these instructions.